Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure with a thermocool smart touch bidirectional sf catheter where clotting was observed on the catheter tip. Upon receipt, the returned device was visually inspected, and the irrigation holes were found occluded with dark reddish brown material. However, a second visual inspection during the analysis failed to confirm these findings. It is possible that the material occluding the irrigation holes was lost during the decontamination process, or while sending the catheter back for analysis. Per the reported event, an irrigation test was performed, which and the catheter passed. No occlusion was observed. Additionally, the catheter was tested for electrical performance, temperature response and generator compatibility, and was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant medical products: pentaray catheter, model and lot numbers unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smart touch bidirectional sf catheter where clotting was observed on the catheter tip. After mapping was conducted in the left ventricle, ablation was conducted, with roughly 20 points being targeted. The catheter was removed from the patient¿s body so it could be redirected to the right ventricle, but a substance that appeared to be coagulum was observed on the catheter tip. The catheter was wiped down and flushing was attempted, but the tip would not irrigate. Irrigation was forced by plugging the side ports, but the issue recurred. The catheter was then changed out for another, and the procedure was completed without any patient consequence. There were no issues related to temperature or catheter flow, and no error messages presented on the equipment. The generator was in power control mode at the time of the event, but the temperature/power/impedance values are unknown. Anticoagulants were in use, but the type is unknown. Coagulum exhibits poor adherence to catheters and transseptal sheaths, making it a potential source of embolism. As a result, this event is MDR reportable.